Event description:
It was reported the low reservoir alarm occurred on 2014 (B)(6) and the empty reservoir alarm occurred 13 days later. The patient missed a refill due to insurance authorization. The patient was being managed with oral medication, but still had some increased tone and shakiness. The patient was going to be refilled on the date of the report. The pump was being used to deliver baclofen. It was later reported the baclofen delivered by the pump was compounded. The patient experienced returning spastic hypertonia as a result of the event. No explant was planned at the time of the report.

Manufacturer narrative:
Product ID 8709sc, lot# n188532018, implanted: 2009 (B)(6); product type catheter product ID 8 596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).